Event description:
During interrogation, the physician noted some noise reversions with episodes and noted the device paused during this time. Noise was not reproducible with pocket manipulation, but the lead impedance fluctuated. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.